Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, keypad, barrel clamp, front door, rear door assy, left/right handles, left/right iui connector. Performed calibration. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged front cover pca. A review of the device history record showed the device had a manufacture date of 30jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Event description:
It was reported there was something broken in device. No additional information. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, keypad, barrel clamp, front door, rear door assy, left/right handles, left/right iui connector. Performed calibration. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was something broken in device. No additional information. No patient involvement.